Manufacturer narrative:
The technician found that the sidecom board was not powering up from the power supply board. The technician replaced the sidecom board to repair the bed.

Event description:
Information received indicates the bed is not sending a nurse call.